Event description:
It was reported that the customer had an issue with their blood glucose levels going up and down since they received a button error alarm. Customer's blood glucose level was 461 mg/dl. Customer had symptoms of dehydration due to her high blood glucose level. Customer used a novalog pen and a lantus pen to treat for her high blood glucose level. Troubleshooting was performed and the customer found that the bottom of the cannula was starting to lean to the right and then it changed direction and was leaning to the left. Customer was advised that this may have contributed to their high blood glucose levels. Customer's cannula was not straight, so customer will change the entire infusion set. Customer did not have a tubing clamp. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.